Event description:
It was reported that during preparation for a procedure at the user facility the remb sagittal saw was able to run while in safe mode. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed socket corrosion.